Event description:
It was reported that wire was stuck with the burr. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right posterolateral. A rotapro and rotawire drive were selected for use. During insertion, it was noted that the rotaburr got stuck with the rotawire within the guiding catheter. During the procedure, it was noted that the rotawire was stuck with the rota advancer. The stuck was not released so the burr was removed from the body along with the wire. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
(B)(6).